Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hypersensitivity/allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypersensitivity/allergic reaction.

Event description:
Patient reported right side allergic reaction, implant fold, pain, not feeling safe because the implants are associated with lymphoma and recall. Patient later reported significant pain when lying down and chronic inflammatory reaction to the implant material. Device has been explanted.